Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00728. This report is being submitted as additional information. Approximate age of device- 130 days. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (ifus) lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range. This IFU also outlines all pump parameters. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted for gastrointestinal bleeding on (B)(6) 2014 and was discharged home on (B)(6)2014. Additional information was requested but not provided.